Manufacturer narrative:
We have reviewed the device history record and there were no non-conformities or deviations noted during the manufacturing of the lens that could have contributed to this adverse event. The device was not available to be evaluated after. The doctor specified that the bleeding was not caused by the surgery or the device. The bleeding was due to patient pathology. Correction made to code was added to capture that there was no device malfunction. Adverse event had no device relationship, but was related to the procedure and patient pathology.

Event description:
On (B)(6) 2014, incision enlargement and vitrectomy were conducted. It was stated that uncontrolled bleeding was from pt pathology and was not product or surgery related. It was explained that the lens was not fully implanted but was in contact with pt and in the process of insertion when event happened. Doctor enlarged incision to help remove the lens. A second lens was not implanted. Pt went home aphakic. The pt is fine with no real problems, and believed pt will be in surgery (B)(6) 2014 to have a lens implanted at another facility.

Manufacturer narrative:
Device history record for the lens was reviewed and found no nonconformities or deviations. Lens was manufactured per current standard operating procedures and met all expected criteria for release.